Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a lead safety switch (lss) was noted on the right atrial (ra) lead and right ventricular (rv) lead connected to this pacemaker. When the patient was evaluated in the clinic, noise could not be reproduced and all lead measurements were within normal range in both bipolar and unipolar settings. It was noted that there was pacing inhibition, however there was no asystole greater than two seconds. The patient was reported to be asymptomatic. A revision procedure occurred to replace the patient's rv lead. The pacemaker remains in service. No additional adverse patient effects were reported.